Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for fecal incontinence and urgency frequency. The trial began on (B)(6) 2026. It was reported that the lead came off. Troubleshooting was not performed and the cause was not known. The issue was not resolved and was still ongoing. On (B)(6), patient reported that one of the wires had been exposed or came out of their skin. As per the patient they would go back to the doctor's office today to fixed it. Advised contacting their doctor, if symptoms persisted.

Manufacturer narrative:
Continuation of d10: product ID: neu_unknown_lead, lot#: unknown serial#, implanted: on (B)(6) 2026, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare professional(hcp). The hcp reported that the steps taken to resolve the wires had been exposed or came out of their skin was that patient dislodged wire inbetween stage one and two. Patient was taken to surgery same day to resolve. The issue was resolved.